Event description:
It was reported that patient underwent total reverse shoulder arthroplasty on (B)(6) 2009. Subsequently, patient was revised (B)(6) 2010, due to fracture of the humeral tray at the taper. The humeral tray was removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: excessive activity, trauma and excessive weight bearing have been implicated with premature failure of the implant by loosening, fracture, and/or wear. (B)(4).